Event description:
During service of the device, the manufacturers field service engineer reported review of the device diagnostic history noted an occurrence of an inhalation autozero test failure during power on self test. The customer did not report the occurrence during usage. There was no patient involvement. An autozeroing failure may affect the accuracy of the system pressure measurement during normal ventilation operation. The service engineer inspected and reseated the transducer tubing to address the finding. Final applicable testing was performed to operating specifications.

Manufacturer narrative:
Reseated transducer tubing.